Event description:
Patient reported that the device initiated a test sequence, without having first applied blood, or control solution, to the testing strip. Patient's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.